Event description:
In 2006, a vaginal sling using gynecare tf mesh was placed. The mesh in places was exposed. The following year, a vaginal flap was done to cover the exposed mesh. The mesh still continued to bled through the flap. Nine months later, the exposed mesh was removed. I have begun to notice leakage again. There is still pain during sexual intercourse. Dates of use: 2006 -- 2007. Diagnosis or reason for use: urinary incont.